Event description:
Publication: jacc: cardiovascular interventions, vol. 2, no. 9, 2009 september 2009: 834 - 42 title: retrograde techniques and the impact of operator volume on percutaneous intervention for coronary chronic total occlusions an early u.s. Experience (another pr from the same literature: (B)(4)). Excerpt: [methods] this present report is an observational study, between (B)(6) 2005 and (B)(6) 2008, in which 636 patients with coronary cto had pci attempted at 2 high-volume medical centers. We divided the operators into 2 groups to better understand the effect of retrograde technique and cto-specific experience (antegrade and retrograde) on learning curve and outcomes: retrograde operators (ros) (>75 total cto pci cases and >20 retrograde attempts during this time period) and nonretrograde operators (nros). The primary observation reported was procedural technical success (<50% residual stenosis at the target cto lesion with timi anterograde flow grade 3). Secondary observations included complications (death, myocardial infarction, major and minor coronary perforation), technical success rate by "intended initial strategy" as well as "actual treatment strategy," and temporal trends in success and treatment patterns. Primary retrograde wire crossing. The retrograde wire was used to completely cross the cto, being advanced upstream from the distal true lumen, through the cto, and into the proximal true lumen. This successfully passed retrograde wire was then used as a rail for percutaneous transluminal coronary angioplasty (ptca) of the lesion. Often, the wire that crossed the retrograde collateral channel could primarily cross the cto retrograde. This wire was then advanced through the coronary ostium well into the aorta, or optimally, into the antegrade guide and "anchored" with an angioplasty balloon inflated in the antegrade guide (to fix this wire in position). Occasionally, the floppy wire used to traverse the collaterals could not penetrate the cto lesion retrograde. In this case, if a ptca balloon could be delivered through the collaterals to the distal artery, it was inflated as a distal "anchor" and used to exchange for advanced wires for retrograde cto penetration and crossing (e.g., miracle bros 3, 6, 12 g, confianza pro 9, 12 g, all manufactured by asahi-intec, nagoya, japan). Dissection techniques. Controlled antegrade and retrograde tracking (cart technique) has been a major advance in complex coronary cto pci and previously described (14) (fig. 3). Briefly, antegrade and retrograde wires were advanced into the cto and false lumens (when the true lumen beyond the cto lesion could not be accessed). A retrograde balloon (after entire septal dilation or in large epicardial collateral) was advanced and dilated in the distal cto cap, thus expanding the subadventitial/sublesional/subintimal space. The antegrade wire (confianza 9, 12 g, miracle 12 g, fielder, asahi-intec) was directed toward the retrograde balloon as it was deflated. Once the antegrade wire entered this space, it could be further advanced back into the true lumen along the path taken by the retrograde balloon and wire. [Results] no significant differences in adverse event rates were seen when analyzing with regard to operator retrograde experience/ volume group category (table 2), or lesion treatment with the antegrade versus retrograde approach. No in-hospital deaths were seen in either the retrograde or antegrade approach group in this time period, and rates of myocardial infarction (3.3% antegrade vs. 0.8% retrograde, p=ns), significant perforation (0.97% antegrade vs. 0.82% retrograde, p=ns), and overall adverse event (death/myocardial infarction/significant perforation 3.8% antegrade vs. 1.64% retrograde, p=ns) were similar for both approaches. As seen in table 2, the ro group assignment does not appear to increase overall adverse events despite the new technical strategies. [Figure 1.] Retrograde and antegrade kissing wire technique. A fielder wire (asahi-intec) was advanced carefully from the septal, through the right posterior descending artery, and into the distal right coronary artery (c). [Figure 2.] Primary retrograde wire crossing. A fielder fine control wire (asahi-intec) was advanced through the septal collateral and engaged in the distal chronic total occlusion cap (c). [Figure 3.] Cart technique a 0.014-inch fielder fine control wire (asahi-intec) was placed from the left anterior descending artery to right coronary artery posterior descending artery into an acute marginal branch (white arrows) using microcatheter support (yellow arrows), septal dilation performed with a 1.5-mm balloon at 1 atm, and a 2.5 ×15 mm voyager (abbott vascular) balloon placed in the mid/distal right coronary artery. (B) after inability to penetrate the distal cap retrograde with multiple wires, a confianza pro 9 g wire (asahi-intec) was delivered retrograde into the proximal right coronary artery subintimal space, as determined by intravascular ultrasound (yellow arrow). An antegrade confianza pro 12 g wire (asahi-intec) was introduced into the proximal chronic total occlusion using intravascular ultrasound guidance (white arrow, c). [Table 2.] Cto pci procedural and in-hospital outcomes. Nonretrograde operator (n = (B)(4) cases), retrograde operator (n = (B)(4) cases). Death: nonretrograde operator 0, retrograde operator 0, p value/ns. Myocardial infarction: nonretrograde operator 3.32%, retrograde operator 2.53%, p value/ns. Significant perforation: nonretrograde operator 0.83%, retrograde operator 1.01%, p value/ns. Mace: nonretrograde operator 4.15%, retrograde operator 3.04%, p value/ns.